Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that one month post, successful closure of an interventional procedure for claudication, with a starclose device, the patient continued to complain of leg pain. During the follow-up procedure, the pt was found to have an occlusion and stenosis in the common femoral artery. A balloon angiogram was performed and the occlusion opened right up. There is no additional information available.